Event description:
It was reported that balloon rupture occurred. The 99% stenosed, occluded target lesion was located in a shunt in the mildly tortuous and moderately calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.